Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient had an initial implantable cardiac monitor implant on (B)(6) 2018. On (B)(6) 2019 the patient presented remotely via merlin.net and review of the patient's device transmissions noted that the battery was depleted due to premature battery depletion. The device was explanted and replaced. The patient's condition was stable throughout the event.